Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the vascular procedure was completed by manually moving the stand in a longitudinal direction. The philips field service engineer inspected the system onsite and identified the z-rotation was bouncy. The analysis of the system log file confirmed the malfunction and showed longitudinal position slippage due to a rubber drive wheel slipping on a dirty rail. Upon troubleshooting, fse found that the encoder value was high and identified a worn drive wheel on the longitudinal drive motor. To resolve the issue, the fse replaced the z-rotation motor, adjusted the z-rotation position, cleaned the longitudinal rail, and performed longitudinal current calibration. The defective part was returned to philips for further analysis. The failure analysis confirmed a positioning malfunction and identified old oil and grime on the rotation wheel's surface, leading to random stops in the z-rotation during calibration in both clockwise and counterclockwise directions. Despite logs recording collisions with no actual objects present, encoder checks revealed high outliers when the c-arm was in the neutral position and stationery. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If motorized stand movements fail, users can manually move the stand using the brake release handle, as described in the user instructions. Therefore, loss of motorized movement is not likely to result in serious injury or death. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.